Event description:
On 06/24/2024, it was reported by a facility representative via sems-(B)(4) that an ar-8330h shaver is overheating. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 visual comments and observed conditions: cable: normal wear & tear housing: scratches, stains and/or dents functional evaluation: device ar-8330h, s/n ebg210213 was subjected to functional testing per wi-000100858. The device was tested with a known good shaver console unit (scu). The functional test failed by displaying, ¿tool failure error code h15, invalid hall sensor states detected". The device could not be evaluated further for overheating due to its condition and is considered not confirmed. The most likely cause of "overheating" is use error. Overheating may occur if the device is operated in a dry environment or when users exert significant force during use. Applying significant force to the shaver handpiece may result in damage to the inner and outer sleeves of the device blade attachments, thereby causing friction and overheating when in use. The customer¿s complaint of, "ar-8330h shaver is overheating" is most likely related to use error.